Event description:
It was reported that an adverse event occurred. On 07/30/2025, it was reported that the patient said that dexcom sent letters saying it's the transmitter (cut off) from the tandem tslim. As a result, the patient did not get a notification that he had hypoglycemic shock with bg 20 mg/dl. He was in the hospital and everything for 3 days. The patient woke up in an ambulance headed in the hospital. His blood sugar was at 22 mgdl at the ambulance. Patient was in IV and was given glucose. The pump receiver was the sole display device. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.